Event description:
Following implementation of the updated nirs system, staff have reported persistent sensor adhesion failures with the new acrylic-based pediatric and adult sensors, including frequent detachment from the patient¿s skin and inconsistent signal acquisition despite adherence to updated application guidance (skin prep, pre-warming, and securing techniques). These issues have been observed across multiple units even after vendor-supported education.